Event description:
It was reported that upon review of device algorithms, it was noted that the patient received alerts for low ventricular lead impedance and a polarity switch was observed. The ventricular polarity was automatically reprogrammed to unipolar configuration. No patient symptoms were reported and the patient would be monitored.

Manufacturer narrative:
.